Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the luer lock connector cracked and leaked while infusing fentanyl, versed and propofol on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of luer lock breakage was confirmed. Visual inspection showed that the female luer at the y-junction was cracked along its length. Functional testing was performed; a leak was observed from the crack. The cause of the leak was a crack on the set's female luer. The cause of the crack is unknown.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The patient had become agitated, and in troubleshooting why, the nurse found the cracked tubing and concluded that the medications were leaking onto the bed sheets. The patient required an increase in sedation as a result.